Event description:
Customer reported that reservoir was leaking, customer also reported absence of no delivery alarm. Explained that no delivery alarm is a back pressure sensitive alarm, and will not alert if leak is present.